Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pocket revision. The patient had discomfort in that area. The pacemaker and leads tested within normal limits for all values. The pocket was revised, and the patient was stable throughout the procedure.